Event description:
It was reported to philips that the device's battery back up is not available. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
It was reported to philips that the device's battery back up is not available. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty lithium ion battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the lithium ion battery. The part was ordered for replacement to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.